Event description:
It was reported that the patient experienced a popping and shocking sensation after the ipg was set to MRI mode on (B)(6) 2022. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.